Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit was not displaying an image due to a faulty scope socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for a routine gastric examination, their olympus video system center was not displaying an image. According to the initial reporter, the device was not recognizing scopes, and only showing color bars on the screen. Reportedly, the staff cancelled the procedure prior to giving the patient anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and according to the inspection results by rc engineering, they found the ¿no image¿ issue was due to a faulty scope socket. Olympus will continue to monitor field performance for this device.